Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture when they were sweating and had it on their bra and when they were carrying it wearing a damped bathing suite. The customer also stated that there was fluid under the lcd display. There was a small crack above the insulin pump's screen. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer called back on (B)(6) 2017 and stated that the replacement insulin pump that they received was not working and that they reverted to the old insulin pump to treat a high blood glucose level over 500mg/dl. The customer was advised that it was not safe to use the older insulin pump and to revert to the new insulin pump, but the customer declined and also declined troubleshooting for the high blood glucose reading. The customer stated they were going to see healthcare professional to check the insulin pump. The insulin pump was returned for analysis.